Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It has been reported that a versacross connect access solution kit was selected for use. A pericardial effusion occurred, and the procedure was cancelled. During watchman left atrial appendage closure (laac) procedure, the venous access was obtained and the transseptal puncture was completed successfully. Thus, the was double curve got across septum and an effusion sweep identified a pericardial effusion (pe) around the left ventricle that was not previously noted. Therefore, a pericardiocentesis was performed. The procedure was then cancelled prior to any device implant. Patient has been admitted to the hospital beyond the standard of care and is expected to fully recover. Products will not be returning for analysis. Prior to the procedure, no pe was noted on echo. The patient was not on warfarin or antiplatelet drugs at this time. It has been further mentioned that the patient had a tortuous vena cava system and that multiple attempts were required to track up / drop down before transseptal. Act was noted to be 358 during the procedure. In the physician's opinion, there is no reason to believe that the versacross rf wire and dilator malfunctioned during the procedure or contributed to the adverse event.